Event description:
The customer reported that the ac power module had failed and that the ac inlet is pulled out.

Manufacturer narrative:
(B)(4): the customer reported that the ac power module had failed and that the ac inlet is pulled out. A philips field service engineer went to the customer site and verified the failure. The ac power module was replaced by using one that the customer had in stock which resolved the failure. The unit passed all post servicing testing and remains at the customer site with the new module installed.